Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that system was exhibiting atrial loss of capture, noise and impedance issues. An x-ray showed that the terminal pin on the associated dextrus atrial lead was not inserted past the terminal setscrew. A revision procedure was performed and the lead was re-inserted into the device header. No adverse patient effects were reported.